Event description:
Adverse event # 2. Asymmetry, (left side, implant serial number: (B)(4) doi: (B)(6) 2020, doe: (B)(6) 2020). On (B)(6) 2020, she presented with asymmetry, which required medical device removal on (B)(6) 2020. The principal investigator assessed this event as moderate in severity, serious, possibly related to the device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue. Manufacturer¿s reference number: (B)(4).